Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. On an unspecified date, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified drugs (dose, frequency and route not reported) for peritonitis. At the time of this report, the patient had not yet recovered from peritonitis. On an unreported date (during hospitalization), pd therapy was discontinued. No additional information is available.